Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation: fallopian tubes'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) since 1995 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraines / headaches"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia, vaginal bleeding)"), pain in extremity ("legs pain"), pain ("lower body pain") and vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal bleeding)"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, weight decreased, hypersensitivity, female sexual dysfunction, migraine, nausea, dyspareunia and pain outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved and the pain in extremity and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for allergy. 3 essure coils on left and 4-5 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory location and occlusion of the fallopian tubes bilaterally by the essure procedure. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pathology test - on (B)(6) 2018: at the isthmic region is an identifiable portion of silver metallic coils present within the isthmic region of the fallopian tube, grossly measuring 2.8 cm in length. There is a separate silver metallic coiled device consistent with essure that measures 9.0 cm in length x less than 0.1 cm in diameter. The essures are for gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: lot number and events onset date were added. New events abnormal bleeding (general), apareunia, migraines, nausea, device breakage, dysmenorrhea, dyspareunia, lower body pain, leg pain, plaintiff did not undergo essure confirmation test were added. Lot number and event onset dates were added. Updated outcome of events abdominal pain, leg pain, abnormal bleeding to recovering/resolving. Reporters and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation: fallopian tubes'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) since 1995 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraines / headaches"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia, vaginal bleeding)"), pain in extremity ("legs pain"), pain ("lower body pain") and vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal bleeding)"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, weight decreased, hypersensitivity, female sexual dysfunction, migraine, nausea, dyspareunia and pain outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved and the pain in extremity and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for allergy. 3 essure coils on left and 4-5 on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory location and occlusion of the fallopian tubes bilaterally by the essure procedure. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pathology test - on (B)(6) 2018: at the isthmic region is an identifiable portion of silver metallic coils present within the isthmic region of the fallopian tube, grossly measuring 2.8 cm in length. There is a separate silver metallic coiled device consistent with essure that measures 9.0 cm in length x less than 0.1 cm in diameter. The essures are for gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, weight decreased and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: patient received treatment for allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- case becomes incident. Event injury was replaced with new events- dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration/perforation: fallopian tubes, allergy, weight loss were added. Implant date was updated. Explant date was added. Product indication was added. Lab data was added. Patient¿s date of birth was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.